Event description:
Patient was revised to address osteolysis and loosening of the femoral component (left side).

Manufacturer narrative:
The investigation found evidence suggesting device loosening in vivo. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is an obsolete item.